Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and prefired into the patient's cavity. The surgeon applied another device and was able to retrieve the clips. The hospital has reported no injury occurred.